Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant procedure of this right ventricular lead the pacing impedance measurements were greater than 4,000 ohms on the pacing system analyzer (psa). The lead was not able to be repositioned due to difficulties experienced with the helix mechanism. A lead fracture was suspected. A new lead was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant procedure of this right ventricular lead the pacing impedance measurements were greater than 4,000 ohms on the pacing system analyzer (psa). The lead was not able to be repositioned due to difficulties experienced with the helix mechanism. A lead fracture was suspected. A new lead was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.